Event description:
The customer reported a battery depletion while in use on a patient. This most likely caused an unexpected shutdown of the device. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The customer reported a battery depletion while in use on a patient. This most likely caused an unexpected shutdown of the device. There was no report of patient impact. Philips informed the customer that this unit has been out of support since (B)(6) 2006 and that replacement parts are no longer available. No parts were supplied to the customer for this reason. We are considering this a malfunction. We cannot determined the cause since the device is out of support and cannot be repaired.